Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was constantly failed. A field service engineer replaced the latch, tightened the harness and added conductive greases to resolve the issue. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fridge door was not opening. The customer reported that users were unable to remove medications from fridge. There was no delay in patient care as the user was able to obtain the medications from the different fridge. There were no adverse events or injuries reported based on this incident.